Event description:
It was reported that the patient underwent a revision approximately 3.5 years post implantation due to pain, swelling, and instability. During the surgery, it was noted that the patellar component had incomplete coverage and there was a small area of necrosis on the center of the patella. The articular surface and patella were exchanged and the surgery was complete without complications. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface fixed bearing posterior stabilized (ps) left 10 mm height; item#: 42512400710; lot#: 64162098. All poly patella cemented 32 mm diameter; item#: 42540000032; lot#: 64209106. 2.5 mm female hex screw 25 mm length; item#: 42509902525; lot#: 64249167. Headless trocar drill pin 3.2 mm diameter 75 mm length; item#: 00590102000; lot#: 64229348. Femur cemented posterior stabilized (ps) standard left size 9; item#: 42500606601; lot#: 64050573. Biomet bc r 1x40 us; item#: 110035368; lot#: 745cah2108. Femoral set screw hex driver torque limiting size 2.0 mm; item#: 00598707100; lot#: unknown. Tibia cemented 5 degree stemmed left size f; item#: 42532007501; lot#: 64072924. Stem extension tapered cemented 14 mm diameter +30 mm length; item#: 42557000114; lot#: 64229115. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product was not returned or pictures not provided. Device evaluation could not be performed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. This device is used for treatment. Medical records were reviewed and show that there was extensive scar tissue around patella. The initial patella was asymmetrical and did not cover the cup bony surface, which might explain the pain experienced by the patient. X-rays have been received, showing a total knee arthroplasty without hardware failure. Overall fit and alignment of the implant is acceptable. The quality of the bone is normal. A cause for the implant instability was not found. Based on the investigation, use error (initial patella implanted asymmetrically and did not cover the cup bony surface) could be a potential contributing factor. However, to what extent this may have caused the reported event remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.